Event description:
Complainant was walking down steps outside her home, using cane for support. She claims she felt cane snap, causing her to lose her balance and she fell down three steps. Although we were made aware of the incident in (B)(6) 2012, it was not confirmed that the cane was our product until (B)(6) 2014. The incident is currently being adjudicated. From the available evidence we believe that the consumer fell on the cane causing it to break, making this user error and not a device malfunction.